Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported problems with the system's vitrectomy connector during an ophthalmic procedure. A posterior capsular tear (pc tear) was reported. At this time it is unclear if the reported product problem is related to the pc tear. Additional information has been requested.

Manufacturer narrative:
This complaint file was review by the clinical analyst, who stated the following: ¿a customer reported problems with the system's vitrectomy connector during an ophthalmic procedure. A posterior capsular (pc) tear was reported. The procedure was completed with the same equipment and accessory, with no delay. It is unclear if the reported product problem is related to the pc tear. No further information has been received. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the infiniti system had any effect on the integrity of the posterior capsule.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported pc tear. The reported non-conforming vitrectomy connector was confirmed. It was found, that the vitrectomy connector was loose. The vitrectomy connector was tightened to its original position to resolve the reported vitrectomy connector issue. The root cause of the reported event of non-conforming vitrectomy connector was attributed to loose connector connection, which was most likely the result system wear. With the information received, the root cause of the reported event of pc tear cannot be determined conclusively. (B)(4).